Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent a revision procedure wherein the ipg was upgraded and two linear leads were added. The patient was doing well postoperatively. The explanted ipg was discarded.